Manufacturer narrative:
Footboard modules.

Event description:
It was reported by service report that the footboard modules and com cord were missing. It is unk if there was pt involvement or if there were adverse consequences to report.